Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fever, drowsiness, and was found to have bacteremia caused by methicillin-sensitive staphylococcus aureus. Both the device and rv lead were explanted and the patient was treated with IV medication. The patient is a participant in the improve sca study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.